Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1) has any culture been removed? Results? No. No signs of infection. Also evaluated by infectiologist. 2) describe how the adhesive was applied. Use of dermabond over scar. Intolerance area matches exactly with the area of the glue. 3) which preparation was used before, during or after the use of the adhesive? As usual. Antisepsis, surgery, suture, glue and sterile dressing. 4) was bandage placed on the incision? If so, what type of coverage was used? Simple sterile dressing with gauze. Without other typical medications. 5) is the patient hypersensitive or has an allergy to cyanoacrylate or formaldehyde? Patient is not aware. 6) is the patient hypersensitive to pressure sensitive adhesives? Patient is not aware. 7) patient screening was performed before the procedure, e.g. Check if the patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure sensitive adhesive? Patient is not aware of having allergies. 8) patient demographics: initial/rg, gender, age or date of birth; bmi. Initials: (B)(6). Rg: mg-18.158.088 (sspmg). Dob: (B)(6) 1998 (25 years old). Bmi: 21.72 - normal wight. 9) pre-existing medical conditions of the patient (i.e. Allergies, history of reactions) healthy. No previous similar reactions. 10) has the patient used or been exposed to glues/similar agents for repairs, crafts, cosmetic use (eyelashes, nails)? No complications with nail polish or similar. 11) what is the opinion of the doctor regarding the etiology or factors that contribute to this event? Problem with the glue batch or allergy to dermabond. Doctor's observation: surgery is great. But he got hyperchromia (like a chemical burn) in the topography of the glue in both incisions." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Was any medical or surgical intervention performed (product removal; reoperation; reclosure; prescribed medication)? If yes, please specify. No postoperative interventions. Patient evaluated by an infectologist and dermatologist, high suspicion of reaction to surgical glue. Done so, after fact happened, we used diprospan im, observed slight improvement up to this date. If the medication was necessary, please clarify if it was prescribed. Diprospan im. What is the most current state of the patient? Reaction maintained in bilateral scars of increased mammoplasty. Area with hyperchromia coinciding with the application of the adhesive (beyond the limits of the scar). Prineo/dermabond or skin adhesive was used in the patient in a previous surgery or wound closure? No. First use. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast procedure on (B)(6) 2023 and topical skin adhesive was used. The patient presented a burn aspect in the region where the glue was applied. Hyperchromia is coinciding with the application of the adhesive. It was treated with diprospan im, additional information has been requested.